Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device shock button was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified but could duplicate the reported event. The root cause could not be determined. Unit operated as normal while testing. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device shock button was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified but could duplicate the reported event. The root cause could not be determined. Unit operated as normal while testing. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device shock button was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.